Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was in the 300 mg/dl range. The customer changed the cartridge and insulin. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
(B)(4) - the product was not returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer brought the blood glucose level down by using insulin injections and pump therapy.